Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: the sleeve that lets out the impactor broke off and the spring inside was visibly broken. We needed to change out the end effecter. Case type: tha, surgical delay: 5 min. Device evaluation and results: visual inspection: visual inspection confirms failed locking mechanism. There is oxidation and discoloration on the locking mechanism. The 202866 hip release knob was sheared off. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was completed as part of the root cause investigation of CAPA: 1450905 device history review: review of the device history records indicate 43 devices were manufactured and accepted into final stock on 04/20/2017. A qt 17-04-0055 was generated for this lot but this serial number was not included. Complaint history review: a review of complaints in catsweb and trackwise related p/n: 206967, lot: 19490816 shows 4 additional complaints related to the failure in this investigation. (B)(4) conclusions: alleged failure confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is (B)(4) and CAPA: 1450905.

Event description:
The sleeve that lets out the impactor broke off and the spring inside was visibly broken. We needed to change out the end effecter. Case type: tha, surgical delay: 5 min.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The sleeve that lets out the impactor broke off and the spring inside was visibly broken. We needed to change out the end effecter. Case type: tha. Surgical delay: 5 min.